Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01164. It was reported a stroke occurred. The patient had previously undergone an ablation procedure to treat atrial fibrillation. An intellamap orion¿ mapping catheter and an intellanav oi ablation catheter were selected for use during a subsequent rotor ablation procedure. ¿big¿ areas with scar and a small reentry circuit were identified in the posterior wall. During the procedure, the patient exhibited stroke symptoms including ¿shuddery¿ speech. The procedure was completed; it was unknown if any medical interventions took place to address the strokes. It was noted that transesophageal echocardiography (tee) before the procedure had been ¿fine,¿ and activated clotting time (act) during the case varied between 271-352 seconds. In the 24 hours following the procedure, the patient experienced several strokes with symptoms including disorientation, tiredness, nausea, and ¿problems to speak.¿ when the patient left the hospital he was still exhibiting speech problems, which had not fully recovered as of the date of this report.